Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 38 synergy ii stent was selected for use to treat the lesion. Following the removal of the stylet and the stent cover, the synergy ii stent delivery system (sds) was advanced towards the lesion. The balloon of the sds was then inflated and post inflation, the sds was pulled out of the patient's body. The physician noted that there was no stent inside the vessel. The physician went back to the table where the stent cover was and realized that the stent had been pulled off with the cover with the stent end "pretty mangled". The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). The entire stent is severely damaged with struts distorted, stretched and lifted from the stent profile. There is less damage to the struts at the distal and proximal edge of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 38 synergy ii stent was selected for use to treat the lesion. Following the removal of the stylet and the stent cover, the synergy ii stent delivery system (sds) was advanced towards the lesion. The balloon of the sds was then inflated and post inflation, the sds was pulled out of the patient's body. The physician noted that there was no stent inside the vessel. The physician went back to the table where the stent cover was and realized that the stent had been pulled off with the cover with the stent end "pretty mangled." The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.